Manufacturer narrative:
B3: event date unknown. D4: UDI unavailable. Device evaluation: one sample was returned and four photos were included for evaluation. According to the received photo, damage was observed on the breathing circuit. During the functional testing, the sample was connected to the air equipment and the leak was confirmed at the connection of the tube to the bushing. The failure mode was confirmed. A CAPA was opened to address the root cause.

Event description:
It was reported that there was a break in the hose. The date of event was unknown. This occurred before patient use/during priming at facility. There was no patient involvement and no patient harm/adverse event reported.